Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate six shock due to t wave oversensing and low amplitude. Technical services (ts) recommended reprogramming options and a treadmill test was performed. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate six shock due to t wave oversensing and low amplitude. Technical services (ts) recommended reprogramming options and a treadmill test was performed. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction d6b: explant date updated.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate six shock due to t wave oversensing and low amplitude. Technical services (ts) recommended reprogramming options and a treadmill test was performed. This electrode was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate six shock due to t wave oversensing and low amplitude. Technical services (ts) recommended reprogramming options and a treadmill test was performed. This electrode remains in service. No adverse patient effects were reported.